Event description:
A customer contacted baxter's technical service ctr regarding feeling too full during therapy on a homechoice device. The pt reported feeling bloated and uncomfortable. This is the first night in three months that the pt is using the machine. The technical service rep (tsr) assisted the home pt to bypass to drain 1 and drained 4700ml. The pt's last fill volume was 2500ml.